Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearings were damaged, the cover was damaged, the drive shaft was bent and rusted, the tool could not be mounted, the glue to the sleeve was loose, and the sleeve and bearings were damaged. It was further determined that the device failed pretest for thimble lock operation, nose tube assembly, and cutter insertion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. It was determined that the bent drive shaft and damaged bearings were due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that two attachment devices did not work properly. It was further observed that an unknown cutter was locked in a crani-a attachment device and could not be unlocked. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.